Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix retracted; however the functionality was unable to be confirmed due to the extracting stylet returned inside the lead. Resistance testing was then completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Hipot testing confirmed damage due to a tear in the insulation from the twisted rate/sense coil. This damage is consistent with over-torquing the helix which is likely what occurred duriing the extraction procedure.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to increased thresholds and exit block. The physician attempted to reposition the lead however the helix would not retract. After multiple turns with the stylet and manipulating the lead, the helix did retract but the coils appeared to have unraveled. The physician was unable to move the lead so the yoke was cut off and a locking stylet was used to remove the stub of the lead. A new lead was successfully implanted.

Manufacturer narrative:
The lead was returned and is currently in analysis. When analysis is complete, this report will be updated.